Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home on (B)(6) 2015. The cause of death was complications from diabetes, undetermined. Caller reported that customer was deceased for two weeks before being found. The caller did not live in the same home with the customer the caller did not know the customer's blood glucose at the time of death. It was unknown if the customer was wearing the insulin pump at the time of death. It was not known if the customer was using sensors. The caller did not know if the customer had other diseases. The caller no longer has the customer's insulin pump.